Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was also noted that the implantable cardioverter defibrillator (ICD) had ??? In a number of parameter fields when it was interrogated. The parameters were re-entered. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.